Event description:
The lead for the electrode did not fit properly into the connector. No pt contract nor injury was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information.